Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 03/2025).

Event description:
It was reported that during a recanalization procedure, the hub was allegedly detached. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one usher support catheter was returned for evaluation. During visual evaluation, the hub was noted to be detached from the catheter. No functional testing was performed due to the nature of the complaint. Therefore, the investigation is confirmed for the reported detachment issue as the hub was detached. A definitive root cause for the alleged detachment of device or device component issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2025), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the hub was allegedly detached. The procedure was completed by using another device. There was no reported patient injury.